Event description:
On 2016-dec-12, additional information was received from a foreign healthcare professional (hcp) who was conducting a study. Additional information reported pump logs from (B)(6) 2014. Log indicated baclofen was 250.0 mcg/ml delivered at a simple continuous dose of 70.09 mcg/day).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-mar-01, additional information was received from a foreign healthcare professional (hcp) via a product surveillance registry (psr) update. Additional information provided logs from a (B)(6) 2015 refill. Logs indicated the pump was programmed to flex mode with baclofen (250.0 mcg/ml at a dose of 164.93 mcg/day). The pump was then refilled on 2(B)(4) 015 with no change to the drug or dose.

Event description:
It was reported that the patient came to the hospital and was feeling really uncomfortable. She had breathing difficulties, sweating, diaphoresis, increased spasticity, and less than 50% therapy relief. A volume discrepancy was noted as the expected reservoir volume (erv) was 7.5 milliliters (ml) and the actual reservoir volume was 0.5 ml. This was also reported that on (B)(6) 2015, the pump was empty but telemetry indicated the erv was 7 ml. The cause of the discrepancy was not specified and it was unknown if the issue was resolved. This required hospitalization in the intensive care unit and medical intervention. Diagnostic testing or troubleshooting included interrogation of device data and also reported to be done in the future. At the time of the report the patient's status was reported as alive-with injury. Reportedly, there was no alleged catheter issue. It was further provided that the cause of the discrepancy was still not determined. The relatedness was reported as related to the pump and programming/refill but unknown if related to the intrathecal medication. Troubleshooting included emptying the pump and refilling it with nacl (saline). They made several boluses and checked the residual volume and there was no problem. The patient was now reported as ¿back to normal.¿ the patient was hospitalized from (B)(6) 2015. The pump remained implanted and in-service. The patient was to be seen on (B)(6) 2015 to verify discrepancies. The outcome was reported as ongoing as of (B)(6) 2015. This device system delivered compounded baclofen. Additional information was requested to clarify the relatedness to the programming and refill. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant product: product ID: 8780, lot# 0208290319, product type: catheter. (B)(4).

Event description:
The event outcome was reported as resolved without sequelae as of (B)(6) 2015.

Event description:
It was further provided that ¿from thursday¿ the patient had an increase of her spasticity and she was really uncomfortable. The patient came to hospital and the pump was identified as empty, however, the telemetry indicated 7ml should still be in the pump. The pump was refilled and the patient was to be seen on may 1st to see if there is a discrepancy. There was no error during the refill programing and no pocket fill. Should additional information be received a supplemental report will be filed.